Manufacturer narrative:
On (B)(4) 2014, beckman coulter customer technical support (cts) assisted the customer in locating the source of the leak at pinch valve, pv49. The leak was caused by a hole in the tubing through pv49. The customer replaced the tubing and the instrument ran without leaks. The instrument has returned to normal operation. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The customer was completing the instrument startup process when an error condition of "low vac" was generated by the instrument. The customer identified a leak inside the right panel of the instrument. The leak was approximately 10 ml of diluent and was not contained in the instrument. The operator was wearing personal protective equipment of gloves and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.